Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. A36523) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, sciatica, herniated disc, gastric bypass, post-traumatic stress disorder, multi gravida, parity 4, migraine, obesity, epicondylitis (lateral epicondylitis of elbow), drug allergy, allergic reaction to analgesics and allergic reaction to analgesics (tetanus toxoid). Concomitant products included medroxyprogesterone acetate (depo provera) from 2012 to 2013 for contraception as well as cyclobenzaprine, oxycodone and sumatriptan succinate. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis") and fatigue ("fatigue"). In 2016, the patient experienced the first episode of urinary tract infection ("uti"), nausea ("nausea") and the second episode of urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorhagia (bleeding b/w periods)"), abdominal distension ("bloating "), vaginal infection ("vaginal infection"), iron deficiency anaemia ("anemia"), headache ("headaches"), vitamin b12 deficiency ("b 12 deficiency "), gastrointestinal disorder ("gi conditions"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with iron, metronidazole, oxycodone hydrochloride;paracetamol (percocet), promethazine, vitamin b12 nos and surgery (full hysterectomy and bilateral salpingectomy with oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, abdominal distension, vaginal infection, headache, vitamin b12 deficiency, gastrointestinal disorder, the last episode of urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, bacterial vaginosis, iron deficiency anaemia, fatigue and nausea had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: received treatment for pain-chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, migration, uti, vaginal infection. Insertion date provided in pfs : (B)(6) 2013,essure confirmation test date provided as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: mild infiltrative changes surrounding the stomach and gastroesophageal junction status post sleeve gastrectomy. These could represent post-surgical changes versus mild inflammation. No evidence of contrast leak or free intraperitoneal fluid. Oral contrast is seen in the mildly distended distal esophagus likely correlates with slow passage of oral contrast through the ge junction as noted on prior esophagram (B)(6) 2014. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test result-bilateral occlusion. Ultrasound pelvis - on an unknown date: 1. Linear echogenic structure within the right uterine horn compatible with the right essure microinsert. Correlation with the procedure note is recommended. 2. Normal-appearing ovaries. There are no adnexal masses demonstrated. 3. Endometrial echocomplex thickness of approximately 1.8 mm. The significance of endometrial thickness and the appropriate management to be determined by the referring provider following correlation with the patient's clinical history and menopausal status. Ultrasound scan - on an unknown date: liver: the liver is diffusely echogenic compatible with fatty infiltration. Gallbladder: normal with no cholelithiasis, pericholecystic fluid, or wall thickening biliary tree: the ducts are normal in caliber. The common duct measures 4.2 mm pancreas: normal. Impression: the liver is diffusely echogenic compatible with fatty infiltration; on an unknown date: comparison: right upper quadrant ultrasound dated (B)(6) 2014. Real-time grayscale and color doppler ultrasound evaluation of the right upper abdomen with pulsed wave forms was performed according to standard departmental protocol. Liver is normal echogenicity of the liver parenchyma. The main portal vein demonstrates hepatopetal flow. There are no gallstones. The gallbladder is filled with sludge. There is no evidence of gallbladder wall thickening or pericholecystic free fluid. The pancreas is obscured by the overlying bowel gas. Common bile duct measures 1.1 mm in diameter, within normal limits in size. Right kidney measures 9.4 cm in length. There is no evidence of hydronephrosis. Impression: gallbladder sludge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no: a36523) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, sciatica, herniated disc, gastric bypass, post-traumatic stress disorder, multi gravida, parity 4, migraine, obesity, epicondylitis (lateral epicondylitis of elbow), drug allergy, allergic reaction to analgesics and drug allergy (tetanus toxoid). Concomitant products included medroxyprogesterone acetate (depo provera) from 2012 to 2013 for contraception as well as cyclobenzaprine, oxycodone and sumatriptan succinate. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pelvic pain / chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"), bacterial vaginosis ("bacterial vaginosis") and fatigue ("fatigue"). In 2016, the patient experienced the first episode of urinary tract infection ("uti"), nausea ("nausea") and the second episode of urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorhagia (bleeding b/w periods)"), abdominal distension ("bloating "), vaginal infection ("vaginal infection"), iron deficiency anaemia ("anemia"), headache ("headaches"), vitamin b12 deficiency ("b 12 deficiency"), gastrointestinal disorder ("gi conditions"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with iron, metronidazole, oxycodone hydrochloride; paracetamol (percocet), promethazine, vitamin b12 nos and surgery (full hysterectomy and bilateral salpingectomy with oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, vaginal haemorrhage, abdominal distension, vaginal infection, headache, vitamin b12 deficiency, gastrointestinal disorder, the last episode of urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, bacterial vaginosis, iron deficiency anaemia, fatigue and nausea had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin b12 deficiency, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: received treatment for pain-chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, migration, uti, vaginal infection. Insertion date provided in pfs: on (B)(6) 2013, essure confirmation test date provided as on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on an unknown date: mild infiltrative changes surrounding the stomach and gastroesophageal junction status post sleeve gastrectomy. These could represent post-surgical changes versus mild inflammation. No evidence of contrast leak or free intraperitoneal fluid. Oral contrast is seen in the mildly distended distal esophagus likely correlates with slow passage of oral contrast through the ge junction as noted on prior esophagram on (B)(6) 2014. Hysterosalpingogram: on (B)(6) 2014: essure confirmation test result-bilateral occlusion.. Ultrasound pelvis: on an unknown date: 1. Linear echogenic structure within the right uterine horn compatible with the right essure microinsert. Correlation with the procedure note is recommended. 2. Normal-appearing ovaries. There are no adnexal masses demonstrated. 3. Endometrial echocomplex thickness of approximately 1.8 mm the significance of endometrial thickness and the appropriate management to be determined by the referring provider following correlation with the patient's clinical history and menopausal status. Ultrasound scan: on an unknown date: liver: the liver is diffusely echogenic compatible with fatty infiltration. Gallbladder: normal with no cholelithiasis, pericholecystic fluid, or wall thickening biliary tree: the ducts are normal in caliber. The common duct measures 4.2 mm pancreas: normal. Impression: the liver is diffusely echogenic compatible with fatty infiltration; on an unknown date: comparison: right upper quadrant ultrasound dated on (B)(6) 2014. Real-time grayscale and color doppler ultrasound evaluation of the right upper abdomen with pulsed wave forms was performed according to standard departmental protocol. Liver is normal echogenicity of the liver parenchyma. The main portal vein demonstrates hepatopetal flow. There are no gallstones. The gallbladder is filled with sludge. There is no evidence of gallbladder wall thickening or pericholecystic free fluid. The pancreas is obscured by the overlying bowel gas. Common bile duct measures 1.1 mm in diameter, within normal limits in size. Right kidney measures 9.4 cm in length. There is no evidence of hydronephrosis. Impression: gallbladder sludge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: new events abnormal bleeding (vaginal), vaginal discharge, bacterial vaginosis, bladder or urinary problems or changes. Event bladder or urinary problem pt updated to uti. Medical history, lab data, event outcome of pain, nausea, fatigue were added. Lot number, concomitant and treatment drugs were added. Upon internal review (B)(4) case has been identified as duplicate of (B)(4) case. All relevant information has been transferred to (B)(4) case (retention case).this is a retention case. All the information: reporter¿s information. Events , gi conditions, bloating, b12 deficiency, references details and source added from documents were transferred from deletion (B)(4) case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain/chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("mastorrhagia (bleeding b/w periods)"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (underwent partial hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, urinary tract infection, vaginal infection, fatigue, headache and nausea outcome was unknown and the menorrhagia, iron deficiency anaemia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: received treatment for pain-chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back, migration, uti, vaginal infection. Insertion date provided in pfs : (B)(6) 2013,essure confirmation test date provided as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" updated to "dysmenorrhea (cramping)", events- "dyspareunia (painful sexual intercourse), pelvic/abdominal pain , back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),anemia,migration, uti, vaginal infection, fatigue, headaches, nausea", lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.